Manufacturer narrative:
Device evaluated by MFR.: gladiator device returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-apr-2020. It was reported that balloon inflation failure was encountered. The target lesion was located in the left innominate vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon did not inflate. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a balloon pinhole.